Event description:
It has been reported to philips the device will not connect to tempus pro via bluetooth. No patient involvement.

Manufacturer narrative:
This report is being sent as a correction for MFR report number# updated component code and evaluation results.